Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. As received, the belt failed incoming functional testing. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrode was pulled from the strain relief, damaging wires in the cable. The cause of the testing failure was isolated to the damaged wires in the dn to rear te cable. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During the evaluation of electrode belt sn (B)(4) for an unrelated problem a reportable issue was observed. The electrode belt had damaged cables.